Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4411 on a vitros eci q immunodiagnostic system. The most likely cause of the event is an instrument issue, specifically an issue with the microwell incubator of the vitros eci q immunodiagnostic system. A within run precision test prior to the customer cleaning the microwell incubator indicated unacceptable performance of the instrument. Following cleaning of the microwell incubator by the customer, a within run precision test demonstrated acceptable instrument performance. Email address for contact office in MFR site is (B)(6).

Event description:
A customer observed a non-reproducible, higher than expected, troponin I es (tropi es) result from a single patient sample when tested using vitros tropi es lot 4411 on a vitros eci q immunodiagnostic system. Patient sample 1 result of 0.146 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and ivd (B)(4).